Manufacturer narrative:
Other applicable components are: product ID: 3889, lot#: unknown, product type: lead .

Event description:
Patient complained of of pain and burning sensation at lead site. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.